Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. The reported patient effect of mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported slda appears to be related to patient morphology/pathology and likely due to the prolapsed condition of the valve. The reported patient effect of tissue damage appears to be a result of patient/procedural conditions, and likely due to the clip being implanted on the prolapsed leaflets. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report the single leaflet device attachment (slda) and leaflet damage. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The first clip delivery system (cds) was advanced to the mitral valve, and the clip was deployed. After deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). It was suspected that the posterior leaflet was torn. Three additional clips were deployed for stabilization. A total of 4 clips were implanted, reducing the mr to 3+. The patient was confirmed to be stable post procedure, and no further treatment is planned. No additional information was provided.